Event description:
It was reported that the patient presented to the clinic and two episodes of atrial noise reversion and multiple automatic mode switch (ams) episodes caused by over-sensing right atrial (ra) lead noise. The ra lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of lead sensing noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing found internal shorting between conductors. Destructive analysis found damage to the inner insulation at the suture tie region. The cause of the reported event was due to damaged inner insulation cause by overtighten suture consistent with procedural damage.